Event description:
Dr. (B)(6) called me late wednesday, (B)(6) asking if I¿ve heard of any complications with ma on bicep tenodesis repairs. She did a cuff and bicep tenodesis repair on (B)(6). The patient was doing fine. The patient came into clinic on (B)(6) complaining of pain at the surgical site. Dr. (B)(6) is trying to explore all possible causes for the pain. Additional information: have there been x-rays taken? No. Were there any issues with the insertion of the screw during the operation? No. Were there any other complications or issues during the procedure? No. The surgeon isn¿t pointing the finger at milagro. She just was inquiring if I had heard of issues with milagro causing pain. Was there any infection post ¿op? No.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation and there is no further information that would help in the investigation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. With the information provided so far, it cannot be determined if the device is the cause of pain to the patient or a root cause cannot be discerned. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.